Manufacturer narrative:
The investigation on limb ischmia is completed. The device and the data were not returned. The cause of the limb ischemia was most likely patient condition related, specifically the patient's small vasculature. As noted in the impella IFU: impella cp with smartasssistsmartassist system section: potential adverse events (united states) ¿section:¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had very small and narrow vessel and catecholamine usage led to malperfusion of the leg in combination with the repo sheath. Malperfusion on impella site led to decision to remove impella early. Patient was reported stable post explant.